Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. A variation in pacing lead impedance was also noted. A successful dft was performed. The lead remains implanted and the patient will be monitored.